Manufacturer narrative:
The received device was evaluated and found the exposed portion of the soft cannula to be kinked. Fluid was observed exiting the distal tip of the soft cannula. No other damages or defects were found along the fluid path that could cause the device to leak. There were no tears or leaks found along the soft cannula during the leaks test. The downloaded data returned an 0x14 alarm, this indicates the ¿pod is occluded¿. Timeouts occurred multiple times during the device¿s run. The device ran for 1611 pulses before alarming. The device was connected to a pdm before any of the internal components were manipulated. The device ran a bolus of 5.00 units and no alarm was generated. Timeouts occurred during the entire run. The cause of the alarm could not be conclusively determined. The sma wire resistance was measured out of spec at 35.67 and 34.98. The cause of the high resistance could not be conclusively determined.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose levels reached 15.3 mmol/l (275.4 mg/dl), while wearing the pod between 4 and 24 hours on the abdomen. It was noted that the cannula was bent. As treatment for the hyperglycemia, a new pod was applied and correctional boluses were delivered.